Manufacturer narrative:
Device is end of life / end of support.

Event description:
It was reported that the device has a red x noise code to call service and stopped working while transporting a patient. The device was in use on a patient and there was no adverse event to patient or user. The customer requested assistance from a remote service engineer (rse). The device is end of life and the rse was unable to evaluate it. The rse was unable to evaluate the device so a cause was not established. The customer was advised that parts are no longer available as the unit is at end of life. The mrx and all options associated with the device were discontinued on (B)(6) 2022. The end of support date for the device was also (B)(6) 2022. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.